Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 449 mg/dl. Customer reported that he was not able to deliver the bolus that he was trying to deliver he was under the impression that he deliver it successfully. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. The customer was helped for proper bolus delivery since he already had a preset bolus set up also suggested to talked with healthcare professional regarding settings adjustments. The insulin pump will not be returned for analysis.